Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), premenstrual pain ("pain:location: unknown (before menstrual cycle)"), abdominal distension ("bloating"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy.(full),salpingectomy. (Bilateral)/ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, premenstrual pain, abdominal distension, fatigue, alopecia, hormone level abnormal, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, hormone level abnormal, menorrhagia, premenstrual pain, weight decreased and weight increased to be related to essure. The reporter commented: nickel allergy ,autoimmune, psych injury, migration diagnosis were reported as no. Discrepancy noted: date(s) of insertion: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test-result not provided. Most recent follow-up information incorporated above includes: on 4-may-2020: plaintiff fact sheet received. Event "pain" was added. Essure lot number was added. Plaintiff demographic and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), premenstrual pain ("pain:location: unknown (before menstrual cycle)"), abdominal distension ("bloating"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy.(full),salpingectomy. (Bilateral)/ablation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, premenstrual pain, abdominal distension, fatigue, alopecia, hormone level abnormal, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, hormone level abnormal, menorrhagia, premenstrual pain, weight decreased and weight increased to be related to essure. The reporter commented: nickel allergy ,autoimmune, psych injury, migration diagnosis were reported as no. Discrepancy noted: date(s) of insertion: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test-result not provided. Lot number: 936682 manufacturing date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy.(full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, abdominal distension, fatigue, alopecia, hormone level abnormal, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, hormone level abnormal, menorrhagia, weight decreased and weight increased to be related to essure. The reporter commented: nickel allergy, autoimmune, psych injury, migration diagnosis were reported as no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test-result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received :unspecified event "injury to herself" was updated to more specific events : menorrhagia, fatigue, hair loss, hormonal changes, weight gain, weight loss, bloating. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.